Manufacturer narrative:
H5 and h8: correction manufacturer's investigation conclusion: the reported event of a b1: battery module alarm was confirmed via the log file and via the centrimag console¿s testing. The log file captured a b1 alarm on 19jun2024 while the system was operating around the set speed. The alarm was cleared within a few minutes and did not prevent the system from operating as intended. The returned centrimag console (serial number (B)(6)) was observed to have an expired backup battery upon arrival. The console was functionally tested, and b1 alarms were reproduced, consistent with the log file. The battery was replaced with a new component, resolving the alarm. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was determined to have been using an expired backup battery, as using an expired battery would cause this alarm to occur. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including b1 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on centrimag extracorporeal membrane oxygenation (ECMO) support when a "batter module fail" alarm was observed. The console was switched to a new one and the issue resolved.